Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received only the middle portion of the lead was returned in one piece. Final analysis found multiple internal insulation abrasions breaching the ring electrode, right ventricular and non-functional lumens. The etfe coating of the right ventricular cable was also abraded.

Event description:
This report is to advise of an event observed during analysis.